Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es users could not access medication from the system. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A technical support specialist confirmed that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue